Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: I¿m not aware of the needle breaking and do not see this as a product complaint. The issue was the needle being dropped during the surgery.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The following was reported: are your needles MRI safe? We are querying that if a 6-0 prolene has been mislaid and could possibly be in the chest, if a patient needs amri is it safe to do so?the issue was the needle being dropped during the surgery. No adverse patient consequences were reported. Additional information was requested.